Manufacturer narrative:
Us endoscopy provided in-service training to the user facility on 4/29/2019. No additional issues have been reported.

Manufacturer narrative:
The physician chose not to retrieve the capsule cup. Medical imaging was carried out which confirmed that the video capsule remained seated within the capsule cup as it progressed normally through the colon. At the time of use, the subject device was approximately 21 months past the labeled use by date. The use by date was june 30th, 2017. The subject device was returned to us endoscopy for evaluation without the capsule cup component. Evaluation of the returned portion found the threaded barb to which the capsule cup attaches to be functional, and a capsule was successfully deployed using a replacement capsule cup. There have been no other complaints associated with this device lot. Us endoscopy has advised the user facility that the device was beyond its use by date, and the user facility has accepted an offer of in-service training. Training is scheduled to be completed on 4/29/2019. No additional issues have been reported.

Event description:
The user facility reported that the capsule cup portion of an advance capsule delivery device detached from the device during video capsule deployment. The capsule cup remained attached to the video capsule and was allowed to pass naturally. The procedure was completed and there was no reported harm to the patient.